Event description:
Complainant called to report that the pt had a lung transplant in 1999. In 2001 pt became ill and had a bronchoscopy performed. Pt continued to become progressively sicker and a biopsy was eventually performed. The biopsy report came back in 2002 and the cultures were reported to be bacterial. Three days later, the pt was diagnosed with chronic lung rejection which has advanced to stage 3 rejection. Pt has been told this is terminal complainant saw new reports on olympus america bronchoscope recall. Complainant stated that called hosp and was reportedly told that the bronchoscope used on pt was recalled model. Reportedly (bronchoscope unit head nurse) stated that they were notified of recall in 2/02 and had sent back recalled units for testing at that time.